Event description:
This device malfunctioned because the red status indicator was flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required. The software failed to upgrade.